Manufacturer narrative:
(B)(4).

Event description:
It was reported remote monitoring on the device detected an alert with an upload error message. The cause of the error message was a cyclic redundancy check error. The transmission reporting possible data corruption was not able to get through. The patient was brought into the clinic to for a resolution. The alert was cleared after the device settings were programmed to the previous settings. The patient condition was stable before and after the reprogramming procedure.